Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system including a percutaneous lead on (B)(6) 2010. It was reported that during a recent office visit, all of the patient's lead contacts exhibited invalid impedance measurements. The patient is currently without stimulation. Surgical intervention will be undertaken on a later date to replace the impacted lead.